Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem clinical support educated the customer to follow the proper air removal steps. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.